Manufacturer narrative:
Fse found the blood sampling valve (bsv) was not tightened down all the way. The fse tightened bsv, and ran approximately 20 patients with no errors. The fse also ran latron controls, and obtained good reproducibility results. The fse showed the customer how to tighten bsv properly and would check with the customer on (B)(4) 2011 to ensure bsv was tight. All samples were properly flagged by the instrument. The fse verified the repair per established procedures. The results met the published performance specifications. System validation is documented in customer's qc record. The root cause for the erroneous results was a loose bsv.

Event description:
A customer contacted beckman coulter, inc. Concerning erroneously elevated rbc/hct results generated by coulter lh 750 hematology analyzer for three specimens. There was no instrument generated message. The repeat testing on an alternate instrument produced results in normal ranges. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.